Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4). Manufacturer¿s reference number: (B)(4),

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however, future possible device replacement is indicated.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 4/25/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior aspect. A rent measuring approximately 0.6 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).

Manufacturer narrative:
On 3/30/2018, mentor became aware that as a result of left breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475cc saline catalog #3501680 lot #7532076 sn #(B)(4) and mentor smooth round moderate profile 475cc saline catalog #3501680 lot #7532076 sn #(B)(4) on (B)(6) 2018. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).